Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the target lesion was mid lad with no tortuosity no calcification and 90% stenosis. After crossing the guide wire, the voyager was delivered for the pre-dilation; however, it ruptured at 8 atm during the first inflation. The calcification was not confirmed at the lesion. The device was changed to another company's balloon and another company's stent was implanted. The procedure was completed. No add'l event or pt info is available.

Manufacturer narrative:
Results & conclusions summation - prod performance engineering reviewed the incident info, however, the device was not returned to abbott vascular for analysis. It was reported that the rx voyager ruptured upon a first inflation to 8atm, which is below the device rated burst pressure of 14atm. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during mfg materials, interactions with other devices, pt anatomy, lesion calcification, lesion tortuosity, or insufficient preparation prior to use. No pt effects were reported as a result of the balloon rupture. Without a returned device for analysis a definite root cause for the balloon rupture cannot be determined.